Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide complete investigation results. The investigation results in 3009500972-2025-00009f were inadvertently submitted and did not correspond with 3009500972-2025-00009. The correct investigation is being submitted within 3009500972-2025-00009f2. The combined guidewire was advanced to the target vessel, and a stent was deployed. Subsequently, the guidewire became stuck. Therefore, a zizai device was inserted into the guidewire, and an attempt was made to remove the guidewire after advancing the zizai. However, the zizai also became stuck. As a result, all devices were removed using a different microcatheter with a larger lumen. Observation during cleaning: the involved device, zizai (hereinafter referred to as the involved device), the proximal part had been cut off, and the connector part was not returned. In addition to the involved device, y-connector, guiding catheter, and support catheter were returned. Upon observation of the involved device at arrival, the combination guidewire was found inserted into zizai, protruding approximately 5.0 cm from the distal tip and approximately 31.0 cm from the proximal end. For the purpose of cleaning the involved device, the guidewire was grasped, and an attempt was made to remove it; however, there was resistance and removal was not possible. For this reason, the involved device could not be cleaned normally. We attempted to remove the guidewire from the involved device, however, there was resistance and it was not possible to remove. Visual inspection: when observing the appearance of the involved device, the following findings were observed. Damage to the distal tip was observed, along with exposure and distortion of the marker. Severe bellows-like deformation was observed over a length of 0.6 cm from the distal tip. Bellows-like deformation was observed between 30.0 cm and 45.0 cm from the distal tip, with a severe bellows-like deformation near 37.5 cm. The proximal side was found to have been cut at 144.0 cm from the distal tip. The combination guidewire exhibited coil distortion from 3.0 cm from its distal tip to the end of the involved device. The combination guidewire showed damage to the coating near 30.0 cm from the proximal end. Y-connector, guiding catheter, and support catheter were returned. Severe bellows-like deformation at 0.6 cm from the distal tip. Severe bellows-like deformation was observed over a length of 0.6 cm from the distal tip. Involved device: bellows-like deformation between 30.0 cm and 45.0 cm from the distal tip. (Upper: near 30.0 cm from the distal tip / lower: near 45.0 cm from the distal tip) involved device: severe bellows-like deformation near 37.5 cm from the distal tip. The proximal side was found to have been cut at 144.0 cm from the distal tip of the involved device. No abnormality was observed at the distal tip of the combination guidewire. The combination guidewire exhibited coil distortion from 3.0 cm from its distal tip to the end of the involved device. The combination guidewire exhibited coil distortion from 3.0 cm from its distal tip to the end of the involved device. Dimension measurement: the outer diameters of the involved device were measured to inspect for the following possibilities. Outer diameter: measured to check for abnormalities that may cause tube deformations in the catheter. As a result, the outer diameters of the distal and proximal parts of the involved device were within our standard values, and no abnormalities were observed. In addition, the outer diameter of the guidewire was smaller than the standard inner diameter of zizai. No abnormalities such as guidewire stuck during normal use were observed. In our company, we perform visual inspections, dimension measurements, etc. By sampling each production lot. In addition, we perform visual inspections toward all zizai before the holder assembly in the manufacturing process. There were no abnormalities in the results of each inspection. No abnormalities were observed that could potentially cause guidewire to become stuck, damage to the distal tip and marker, or bellows-like deformations. When observing the appearance of the involved device, the following findings were observed. Damage to the distal tip was observed, along with exposure and distortion of the marker. Severe bellows-like deformation was observed over a length of 0.6 cm from the distal tip. Bellows-like deformation was observed between 30.0 cm and 45.0 cm from the distal tip, with a severe bellows-like deformation near 37.5 cm. The proximal side was found to have been cut at 144.0 cm from the distal tip. The combination guidewire exhibited coil distortion from 3.0 cm from its distal tip to the end of the involved device. The combination guidewire showed damage to the coating near 30.0 cm from the proximal end. As a result of the dimension measurement, the outer diameters of the distal and proximal parts of the involved device were within our standard values, and no abnormalities were observed. In addition, the outer diameter of the guidewire was smaller than the standard inner diameter of zizai. No abnormalities such as guidewire stuck during normal use were observed. As a result of reviewing device history records, there were no abnormalities in the results of each inspection. No abnormalities were observed that could potentially cause guidewire to become stuck, damage to the distal tip and marker, or bellows-like deformations. From the above results, the guidewire stuck observed in the involved device may have occurred due to increased resistance caused by coil distortion protruding from the distal tip of the combination guidewire or deformations of the involved device. Furthermore, the damage to the distal marker and the bellows-like deformation observed in the involved device were considered may have occurred during use after shipment from our company.

Manufacturer narrative:
D2b: procode: dqo, kra d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: initial reporter name: requested, not provided g4: 510k: n/a the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Event description:
The user facility reported that the combined guidewire was successfully advanced to the target vessel, and a stent was deployed. Subsequently, the guidewire became lodged. In response, a zizai device was introduced over the guidewire to facilitate its removal. However, the zizai device also became entrapped. Ultimately, all devices were retrieved using an alternative microcatheter with a larger lumen.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. Investigation result: occurrence situation: when attempting to pass the catheter through the target blood vessel using the product, an unpleasant sensation was felt. Upon removing the product and checking, a hole was found in the catheter. Visual inspection: only zizai (hereafter referred to as the involved device) itself was returned as the involved device. When observing the appearance of the involved device, a perforation was found at 0.6 cm from the distal tip. In addition, a crushing was observed between 15.5cm and 17.4cm from the distal tip. A perforation was found at 0.6 cm from the distal tip. A crushing was observed between 15.5cm and 17.4cm from the distal tip. Involved device: enlarged photo of the distal part. No appearance abnormalities were observed at the distal tip of the involved device. Involved device: perforation at 0.6 cm from the distal tip. A resin deformation was observed from the inside to the outside at 0.6 cm from the distal tip. Involved device: starting point of the crushed part (around 15.5 cm from the distal tip). A crushing was observed between 15.5cm and 17.4cm from the distal tip of the involved device. Involved device: end point of the crushed part (around 17.4 cm from the distal tip). A crushing was observed between 15.5cm and 17.4cm from the distal tip of the involved device. Dimension measurement: the inner and outer diameters of the involved device was measured to inspect for the following possibilities. Inner and outer diameters: measured to check for abnormalities that may cause tube deformations in the catheter, such as the thinness of resin. As a result, the outer diameter at crushing part of the involved device was outside of our standard value. On the other hand, the inner and outer diameters of the distal and proximal parts of the involved device were within our standard values, and no abnormalities were observed. Simulation test: it was presumed that the perforation that occurred in the involved device may have occurred while the braid was being spread out by applying a local load from the inside toward the proximal side. For this reason, we conducted the simulation test of the perforations that occurred on the involved device by the following method. Insertion the metal rod with a catheter bending state: sample: zizai. Stainless steel metal rod (od 0.35mm / 0.014inch). Method: bend and fix the part of about 0.4 cm from the distal tip of the sample. In that state, insert a stainless-steel metal rod into the sample from the distal side. Result: a stainless-steel metal rod was inserted into the sample, and even after the tip of the metal rod reached the kink part of the sample, it was pushed in. As a result, the metal rod pierced the kink part of the sample and perforated. When the perforated part of the sample was enlarged and observed, similar to the involved device, the resin near the perforation was stretched from the inside to the outside toward the proximal side. When a stainless-steel metal rod was pushed into the sample, the metal rod pierced and perforated the kink part of the sample. In the sample of the simulation test, a perforation was found at the point of 0.4 cm from the distal tip. Also, the braid near the perforation was spread out. Electronic microscope photo: result of simulation test: the perforation that occurred in the sample of the simulation test showed deformation of the resin from the inside to the outside. Pressurization with the distal tip of the catheter sealed: sample: progreat (device family of zizai). Method: inject purified water into the sample and fill the lumen with purified water. Bend the distal part of the sample and seal it with a vise. In that state, immerse the sample in water at 37°c for more than 2 minutes. While immersed in water, use a 1ml syringe to push the plunger by hand and inject purified water into the sample. Result: when purified water was injected into a sample immersed in hot water in a sealed state with a 1 ml syringe, the tube of the sample inflated. When the inflated part of the sample was enlarged and observed, unlike the perforated part of the involved device, the outer layer material was torn and there was a permanent elongation as if it had inflated from the inside and burst. Method of simulation test (pressurization to the sample): push the plunger of 1ml syringe by hand and inject purified water into the sample whose distal tip was sealed. Simulation test result: deformation of the sample (upper: side / lower: front). The outer layer material of the catheter was deformed as if it had inflated. The resin of the torn outer layer material had permanent elongation as if it had inflated from the inside and burst. Based on the results of the simulation tests (1) and (2), the perforation of the involved device did not cause permanent elongation in the outer layer material as if it had ruptured, and it was considered that the damage was similar to a perforation caused by the insertion of a core rod. Inspection of manufacturing records: in our company, for zizai, we perform visual inspections, dimension measurements, etc. By sampling each production lot. In addition, we perform visual inspections toward all zizai before the holder assembly in the manufacturing process. As a result of reviewing device history records of the lot 240901030, there were no abnormalities in the results of each inspection, and no abnormalities that could cause the catheter deformations such as perforations or crushing. Presumed cause: when observing the appearance of the involved device, a perforation was found at 0.6 cm from the distal tip. In addition, a crushing was observed between 15.5cm and 17.4cm from the distal tip. As a result of the dimension measurement, the outer diameter at crushing part of the involved device was outside of our standard value. On the other hand, the inner and outer diameters of the distal and proximal parts of the involved device were within our standard values, and no abnormalities were observed. As a result of the simulation test, it was considered that the perforation that occurred in the involved device was similar to the damage caused by the insertion of a stainless steel metal rod. As a result of reviewing device history records, there were no abnormalities that could cause the catheter deformations such as perforation or crushing. Based on this, it was considered that the deformation such as perforation and crushing that occurred on the involved device may have occurred during use after shipment from our company.